Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Investigation summary: the customer issued a complaint for dripping pen detected during use of the product by the end-user. One (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Investigation conclusion: based on investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. The reported condition has been confirmed but is not defined in the applicable specification. Root cause description: bdm-ps will not conduct a full root cause analysis. However this complaint is registered in bd complaint system and trend analysis will be performed. Rationale: confirmed, not part of specification.

Event description:
It was reported that before use of the pen ii omnitrope pen 10 had an issue with leakage.